Manufacturer narrative:
While performing a review of file (B)(6), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-04281 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
D4: UDI updated one device was returned for analysis. Visual inspection showed cracks to the top case, plunger case and bottom case. Review of the event history log showed base task timeout. A functional test was performed and the reported issue was not duplicated. As a result, the top case, bottom case, plunger assembly, and lcd display were replaced and functional test was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device seems to be keep on triggering a base task timeout. The product fault occurred during patient use. The device issue was not related to physical damage/abuse and the unit was not dropped. It was reported by medical staff that the wrong amount of infusion was dispensed, and it was delay of therapy. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.